Event description:
It was reported that at early replacement indicator (eri) changeout the physician had difficulty when attempting to unscew the set screw on the left ventricular port. There was difficulty removing the comptitor lead from the device without more force and "tearing away of the grommet". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed that battery depletion was normal.